Event description:
It was reported a pump alarm was heard but had not yet been confirmed by telemetry. On (B)(6) 2015, the patient started hearing a single beep. On (B)(6) 2015, the patient started hearing a critical alarm (dual tone). Troubleshooting was limited due to lack of access to product and/or patient. The patient was scheduled for a refill on (B)(6) 2015. The patient was not having any symptoms. The patient had been trying to get a hold of their healthcare provider (hcp) but hadn't reached them. The patient had not been refilled since implant on (B)(6) 2015 and they didn't know why. They were also taking oral baclofen and took 2 pills on (B)(6) 2015. It was noted the patient was a paraplegic and didn¿t always feel symptoms the same way as others would. It was later reported that the pump was allowed to run dry. The type of medication being delivered via the device system was baclofen. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant medical devices: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).